Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace effusion was noted at the beginning of the case. Heparin was given. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device was partially recaptured a few times. After release of the device, a sweep was performed for a post-effusion check and the effusion had increased from baseline. There were no blood pressure drops and the patient was stable the entire case. The patient was given protamine and no significant events occurred. The outcome was still a successful implant. The patient was discharged.